Event description:
See initial report.

Manufacturer narrative:
H.10: the device was requested back to livanova deutschland for further investigation. The reported issue could not be confirmed. No deviations could be identified. A review of the DHR did not identify any deviations or nonconformities relevant to the issue.

Manufacturer narrative:
Patient information was not provided and there was no report of patient injury. (B)(6). Livanova (B)(4) manufactures the centrifugal pump system with tubing clamp. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that on a centrifugal pump system with tubing clamp the arterial clamp shut with corresponding error codes on the controller. The controller could not be brought back to work and the unit was swapped during procedure. There was no report of patient injury.